Event description:
It was reported that the patient presented to the hospital for a left ventricular (lv) lead revision due to discomfort caused by phrenic nerve stimulation. During the surgery, the lv lead was repositioned, but it developed high capture threshold. The doctor decided to explant the lv lead and replace it with a new one. The patient's condition remained stable.